Event description:
It was alleged that the mattress has severe gel splitting and big dips in the sacral region gel. It was reported that the user facility repaired the mattress with zip ties to hold the gel in the middle together. It was reported because of this non manufacturer recommended repair they had a patient severely injured by one of those zip ties. The injury was reported as a deep tissue injury to the sacral region. Treatment information was not provided.

Manufacturer narrative:
The device serial number that was involved in this event was not provided by the user facility.